Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.15 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the reason for the pump revision was change in therapy. Cause was unknown. The hcp decided to do a pocket revision today because the previous pump pocket was irritating the patient. They were adding length to the catheter due to a new replacement of the pocket. He was needing assistance on how to place the connector pins to the indura catheter. The rep wanted to confirm volume/cm for indura catheters. It was confirmed that they were 0.0022 ml/cm. It was confirmed that new catheter length/volume was 0.278 ml. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the original reason for the revision was not a change in therapy. The initial pocket location which caused the patient discomfort was the primary reason. The patient was obese and the weight of his gut was pressing down on the pump by his belt line. There were no further complications reported at this time.